Manufacturer narrative:
The reported event was confirmed manufacturing related. 1sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter with cut portion of inlet tubing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was evaluated.

Event description:
It was reported that the foley catheter fell out of the patient. Three cases occurred in the last few days but only one item was collected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out of the patient. Three cases occurred in the last few days but only one item was collected.